Manufacturer narrative:
The returned device analysis could not confirm the reported clip jumping as the clip was able to open and close without any issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that during preparation, establishing final arm angle (efaa) was successful and the clip was able to unlock without issues. However, prior to turning the arm positioner in the open direction, the clip arms jumped open. Troubleshooting was performed, but the issue continued to occur. The physician did not feel comfortable with the device; therefore, it was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.